Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was damaged. There was reportedly no damage to the battery cap; the battery cap secured to the pump with no visible yellow o-ring. The battery cap reportedly was replaced approximately 1 to 3 months ago. There was no indication of moisture/corrosion damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.